Event description:
It was reported that a red alert was received for this pacemaker due to an out-of-range (oor) pacing impedance measuring greater than 2000 ohms on the non-boston scientific right ventricular (rv) lead. It was noted that the health care professional (hcp) has been monitoring this lead for awhile. At this time, the pacemaker and non- boston scientific rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that a red alert was received for this pacemaker due to an out-of-range (oor) pacing impedance measuring greater than 2000 ohms on the non-boston scientific right ventricular (rv) lead. It was noted that the health care professional (hcp) has been monitoring this lead for awhile. At this time, the pacemaker and non- boston scientific rv lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this non-boston scientific right ventricular (rv) lead was surgically abandoned due to elevated impedances. At this time, the pacemaker remains in service with a new rv lead. No adverse patient effects were reported.